Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had complained of a headache due to a cerebrospinal fluid leak. A blood patch was performed on (B)(6) 2010. It was later noted that there was a fluid collection in the lumbar area near the catheter. Fluid was aspirated and cultured. The pt was instructed to wear an abdominal binder as much as possible with a tennis ball at the site of the fluid. The pain medication was increased. As of 2/9/2011 the fluid at the site had resolved. The pump was used to deliver morphine.